Event description:
It was reported that, I am writing in regard to the stryker rejuvenate hip system. I had this device implanted in my left hip on (B)(6) 2010, by dr (B)(6) at hospital in (B)(6). I was advised that there was a recall on this device this summer. I am writing to register this info with you. It was also reported as per doctor (B)(6)'s office, this pt is experiencing difficulties with their hip implant and has had blood tests.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Should add'l info become available, the eval summary will be submitted in a supplemental report.